Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "pt was having their poly exchanged from a previous surgery and they were going to replace it with this poly, but the poly would not lock in to baseplate."